Manufacturer narrative:
This report is submitted on march 27, 2020.

Event description:
Per the clinic, the patient experienced a middle ear infection (not device related) resulting in the device being explanted on (B)(6) 2020. It is unknown if the patient has been re-implanted with another device.

Manufacturer narrative:
This report is submitted on 22 april 2020.